Event description:
It was reported that the inserter would not hold the trocar during surgery. The trocar came off the inserter inside the pt. The trocar was removed from the pt. It was discovered afterward that the inserter was stripped. Another inserter was used to complete the procedure. No pt complications were reported.

Manufacturer narrative:
(B) (4): the rod inserter was returned for eval. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. Imaging films were not returned to the MFR for eval. Device history records were reviewed; no documentation was found that would indicate a nonconformance to specification.